Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional (hcp) reported that the customer, who was using a freestyle libre 2 sensor had "passed away". The report indicated that the hcp had consented to follow up, however there was no contact information provided in the report. Adc reached out to FDA on (B)(6) 2023 to obtain hcps contact information, but were informed that there was no contact information to share. Adc is therefore unable to attempt any follow up activities related to this event. As of this time, no further details regarding this notification have been provided and there has been no information provided to indicate or allege a deficiency related to the physical characteristics, identity, quality, purity, potency, durability, reliability, safety, effectiveness, or performance of a distributed product which would have contributed to the customer¿s death. No report is required.